Manufacturer narrative:
According to the conformable gore tag thoracic endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment of a thoracic aortic aneurysm using conformable gore tag thoracic endoprostheses. A tgu343410 was deployed proximal, and a tgu404010 was then placed distally. The overlap of the devices was greater than 3 cm. On (B)(6) 2019, 5-month follow-up cta scan showed a type ii endoleak with filling of the intercostals arteries. The aneurysm increased in size from 66 mm at baseline to 68 mm. The physician opted to repeat a cta in a year. On (B)(6) 2020, the more recent cta showed continued growth to 76 mm. There also appeared to be a type iii endoleak on the inner curve of the two devices. There appeared to be some ¿bird beaking¿ of the tgu404010 device. This was confirmed with an angiogram on (B)(6) 2020, and the entire stented segment was relined using a single tgmr404015 device. Final angiograms showed complete resolution of the endoleak.